Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose with a reported value of 40 mg/dl while using the ilet pump and required large amounts of oral glucose to correct, with frequent manual pauses of insulin delivery noted; education was provided on not overcorrecting and the case was assigned for additional training. Symptoms included hypoglycemia with shaking/tremors and blurred vision. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the issue as a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user behavior.